Manufacturer narrative:
B3: date of event: updated to (B)(6) 2021.

Event description:
It was reported that balloon rupture occurred. A 3.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. However, during inflation at minimal inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported. It was further reported that the target lesion was located in the mildly tortuous and very calcified distal popliteal into post tibial artery.

Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon rupture occurred. A 3.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. However, during inflation at minimial inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.